Manufacturer narrative:
(B)(4). No device returned the analysis results found that the (B)(4) reload was received in good visual condition and fully fired. No functional test was performed due to the condition of the reload. Event could not be confirmed as no device was received for analysis.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that a set screw became detached from the pedicle screw post-op. This resulted in detachment of the rod from the pedicle screw with loss of stability of the spine. The pt may require a revision surgery. To date, no revision has been reported.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device locked on tissue. They were able to get it open. Once removed, the staples were malformed and the staple line was coming open. The procedure was converted to an open procedure.